Event description:
Found during routine testing. Customer called to report device service indicator is illuminated and device shows fault codes in memory that relate to the power supply. There was no pt associated with the report.

Manufacturer narrative:
Physio-control provided customer technical assistance and part number info to replace power supply module.